Event description:
During a proximal femur im nailing procedure, the surgeon was drilling with the stepped drill bit and the tip of a drill bit broke off into the patient and surgeon was not able to retrieve it. The broken tip of the drill bit remains in patient's bone.